Event description:
The customer stated that the architect monitor and system control center (scc) computer stopped responding. The customer then heard some noise and smoke was observed by the customer. The customer was not sure if the smoke came-out of the scc or an internal component. No fire was observed. No impact to patient management or user safety was reported.

Manufacturer narrative:
No consequences or impact to patient; no patient involvement; smoking. Product evaluation is in process and the results will be submitted in a follow-up report when the evaluation is complete.

Manufacturer narrative:
The abbott field service representative was dispatched and confirmed smoke came from the system control center (scc). The issue was resolved with replacement of the scc. A risk reduction memo dated (B)(4), 2011 indicates the architect systems are certified to the appropriate (B)(4) safety standards that apply to electrical equipment for measurement, control, and laboratory use. The objective of the safety standards is to ensure that the design and methods of construction provide adequate protection for the operator and the surrounding areas against spread of fire from the equipment. In addition, the safety standards require double protection against electric shock. The abbott diagnostic division performs an in-depth risk analysis equivalent to the iso standards which ensures that the overall residual risk is at an acceptable level. The architect system operations manual provides adequate information regarding the scc use and function, including powering the scc off and on, possible electrical hazards, and instructions for emergency shutdown of the system. No product deficiency was identified after evaluating the malfunction observed by the customer.